Manufacturer narrative:
(B)(4).

Event description:
Procedure: colostomy. According to the reporter: incomplete staple line on an end to end anastomosis using the eea25 stapler. The proximal donut was not complete. After inflating the colon with air to check to see if there was a leak in the anastomosis, a leak was detected. Surgeon then used 3-0 maxon suture to reinforce the staple line. Then incision was extended by 5cm. Operation was extended over 30 minutes.